Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with colored water, and no issues were observed relating to unable to draw as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode unable to draw. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Event description:
It was reported when using the bd a-line¿ there was underfill. This event occurred 3 times. The following information was provided by the initial reporter and translated to english. The customer stated: "at the moment of puncturing the artery it's observed that the syringe just allows suction under pressure of up to 0.1ml. It's not possible to obtain the complete arterial sample. It's highlighted that one of the patients was a newborn and developed ecchymosis-edema. In all three cases the devices had to be replaced."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd a-line¿ there was underfill. This event occurred 3 times. The following information was provided by the initial reporter and translated to english. The customer stated: "at the moment of puncturing the artery it's observed that the syringe just allows suction under pressure of up to 0.1ml. It's not possible to obtain the complete arterial sample. It's highlighted that one of the patients was a newborn and developed ecchymosis-edema. In all three cases the devices had to be replaced."